Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.0, lab: ng. Date: (B)(6) 2010, inratio: ng, lab: 4.2. Date: (B)(6) 2010, inratio: 1.9, lab: ng. Date: (B)(6) 2010, inratio: 2.9, lab: 2.3. On (B)(6) 2010, patient went to the emergency room for an unrelated problem (not due to coumadin). He was given saline at the hospital. Patient's coumadin was held on the night of (B)(6) 2010. Therapeutic range: 2-3 inr.

Manufacturer narrative:
Investigation pending.